Manufacturer narrative:
Patient height reported as(B)(6). 510k: this report is for five unknown 3.5 low profile cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial surgery was performed on (B)(6) 2016. It was reported that sometime after that, the patient fell on his clavicle. X-rays taken on unknown date after the fall confirmed that the plate and screws had become loosened laterally. A hardware removal surgery was performed on (B)(6) 2017. The procedure was completed successfully without any delay and patient was reported as stable post-operatively. This report is for five unknown 3.5 low profile cortex screws. This is report 2 of 3 for com-(B)(4).